Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump was received on 08/12/2024. There are no other complaints on this device. The pump's historical records in qos and salesforce was reviewed, as all previous test records were reviewed and all were found to have passed. During functional testing, the reported issue was confirmed. The flow rate deviation after a 20 ml infusion was 4.78% which is not within the passing criteria of +/-5%. The root cause for the failure is the pump being out of calibration. The flow rate offset will need to calibrated to correct the issue. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The flow rate failure that was reported does not fit the criteria of a complaint, as it failed at 4.78%. According to z-800f instructions for use. P/n 800f-IFU-2602, rev. P. The passing specification is +/- 5%. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
This MDR will be reopened and updated in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 07/30/2024, zyno medical received a report from a customer that a pump infused medication faster than expected.